Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for a high blood glucose of 800 mg/dl. The customer's meter read 129 mg/dl but she experienced abdominal pain; she was also sick for the past two days. When she called ems, it was discovered that her blood glucose was 800 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. At the time of call, the customer was still hospitalized and receiving medical treatment. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The caller declined to review their device settings. A high pressure test was not performed. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.